Event description:
The customer reported via phone call that two different infusion sets bent after being inserted into the body for 30 minutes. The customer stated that four different infusion sets caused the insulin pump to alarm no delivery. Blood glucose level was 530 mg/dl at the time of the incident. Proper insertion technique was explained, and the customer stated that she had no problems once she switched the insertion site. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.